Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the pinch valve tubing for measuring cell channel 1 needed to be replaced. He replaced the pinch valve tubing. After service, the customer has not reported any complaints. The customer does not use the system's optional automatic rerun function. Also, the customer does not review test results or test result data flags prior to reporting results outside the laboratory. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys t3 results for three patients tested with a cobas 8000 e 801 module. The initial results were reported outside the laboratory. The analyzer generated system alarms after the testing was completed. The customer performed repeat testing on another analyzer for confirmation. Patient 1¿s initial t3 result was 6.51 ng/ml with a data flag. The patient¿s repeat result was 1.25 ng/ml. Patient 2¿s initial t3 result was 6.51 ng/ml with a data flag. The patient¿s repeat result was 1.69 ng/ml. Patient 3¿s initial t3 result was 6.51 ng/ml with a data flag. The patient¿s repeat result was 1.47 ng/ml. The customer determined the repeat results were correct. The t3 reagent lot number was 44050600 with an expiration date requested but not provided.